Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when attempting to retrieve exams from the navigation system, they were getting an error code 732. The q/r ae title and the storage ae title did not match. Technical services requested they confirm the ae title/port information with electronic picture archiving and communication systems (pacs). It was confirmed that the issue was due to the incorrect ae title. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation, through design analysis, determined that the behavior described was the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.